Event description:
It was reported that the patient experienced abdominal pain and felt that her implantable neurostimulator (ins) had moved two inches in the pocket site. The ins would catch on her, felt loose, and moved around. Additional information received reported that the patient experienced a shocking or jolting sensation all over her body for about 20 minutes that she could not turn off or down due to poor communication. The patient had not used her stimulator for two years because she no longer needed it, and wanted to have the device removed. The patient had an appointment with her hcp scheduled for (B)(6)-2011. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a CT scan on 2012-(B)(6). The health care professional determined that the implantable neurostimulator was moving around and causing intestinal inflammation, and recommended device removal. It was noted that the patient's urinary issues had been due to diabetes and had disappeared when the patient's diabetes was brought under control.

Manufacturer narrative:
Programmer model 3037 (B)(4), lead model 3889-28 lot# v052586 implanted: 2007-(B)(6) explanted: unknown.